Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited non-capture at maximum outputs. The battery of this crt-d was suspected to be depleting prematurely due to a longevity estimate of 11 months less than a month after implant. The rv lead also exhibited low out-of-range pace impedance measurements less than 200 ohms. A request was made to have data from this device analyzed. Data analysis appeared consistent with a latent failure of the device pace output with the potential for lead corrosion. Chest x-rays appeared normal. This crt-d and rv lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction to h6: impact code f2203/imaging required added to indicate x-rays were performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited non-capture at maximum outputs. The battery of this crt-d was suspected to be depleting prematurely due to a longevity estimate of 11 months less than a month after implant. The rv lead also exhibited low out-of-range pace impedance measurements less than 200 ohms. A request was made to have data from this device analyzed. Data analysis appeared consistent with a latent failure of the device pace output with the potential for lead corrosion. Chest x-rays appeared normal. This crt-d and rv lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited non-capture at maximum outputs. The battery of this crt-d was suspected to be depleting prematurely due to a longevity estimate of 11 months less than a month after implant. The rv lead also exhibited low out-of-range pace impedance measurements less than 200 ohms. A request was made to have data from this device analyzed. Data analysis appeared consistent with a latent failure of the device pace output with the potential for lead corrosion. Chest x-rays appeared normal. This crt-d and rv lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.